Manufacturer narrative:
There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. Depending on the severity of the leaflet immobility/leaflet restriction, surgical/percutaneous intervention may be indicated or required after the initial surgery. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number (B)(4).

Event description:
It was reported that a 33mm pericardial mitral valve was disabled via a valve-in-valve procedure after an implant duration of 4 years, 10 months due to leaflet restriction, moderate to severe stenosis, and regurgitation. A 29mm transcatheter valve was implanted. Patient was discharged on pod #1. As reported, there were no malfunctions alleged against the surgical valve.

Manufacturer narrative:
H10: additional manufacturer narrative updated h6 per new information received.